Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 07/05/2013. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
(B)(4) received a call on 09/08/2016 reporting a medical intervention that occurred on (B)(6) 2016 between 8:30- 9:00pm. Patient (B)(6) called in stating that her prodigy meter was giving high readings. While prodigy customer service center representative(cccr) was gathering information regarding the medical intervention, (B)(6) disconnected the call. Cccr attempted to immediately contact (B)(6) and received no answer. Cccr left a voicemail for (B)(6) to contact us back regarding the previous conversation. Cccr was able to make subsequent contact with (B)(6) via phone to further troubleshoot and to gather information from the medical event. (B)(6) stated that the problem had already "been taken care of", declined further troubleshooting and requested not to be contacted again.